Event description:
It was reported that cgm displayed error message 42 while used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support provided complete pump reset instructions, walked caller through reset, and after reset cgm error message did not appear again.